Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and no delivery tests due to motor error alarm also, unable to confirm e70 alarm due to erased history file. However, the insulin pump passed the currents test, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 124 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. Customer was not sure if insulin pump was exposed to magnetic field but reported of working in the hospital. After troubleshooting, customer was advised that insulin pump would need to be replaced.